Event description:
Disposable device would not function properly. Machine flashing array position. Setup second machine which displayed the same message. Opened second disposable device, which worked, and procedure was completed.